Manufacturer narrative:
The complaint of damaged insulation was confirmed by analysis. The damaged insulation included parylene coating on the can. The cause was likely due to the use of forceps to handle the device post explant. There was no device malfunction.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an unrelated procedure, the device was explanted and replaced due to normal eri. After device removal the physician observed plastic in their hand. The physician suspects it to be insulation from the device which could have been damaged during explantation. The event was resolved by explanting and replacing the device due to normal eri during the unrelated procedure. The patient was in stable condition.